Event description:
It was reported that catheter entrapment on guidewire occurred. An angiojet zelante dvt was selected for a thrombectomy procedure in the left femoral and external veins with popliteal 8 fr access. During advancement of the catheter onto the non-bsc guide wire, difficulties were experienced after half the length of the catheter was introduced. An attempt to remove the catheter was made to switch out guidewires; however the catheter became stuck on the wire. While trying to push or pull the wire through the catheter, the wire broke and started to fray. The wire and catheter were removed together as one single unit. Since the straight segment of the of the vein still needed to be treated, the physician carefully finished the procedure using the same device and guidewire. There were no patient complications, however, the vessel patency that was obtained at the end of the procedure did not last.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of just the hub and catheter portion of the zelantedvt thrombectomy and a non-bsc .035 inch guidewire used in the procedure. The guidewire was returned inside the lumen of the zelantedvt device. The supply line and effluent line were cut-off at the custom barb luer attached to the hub. The supply line, effluent line, and pump/pump assembly were not returned for analysis. The shaft and tip were visually inspected. Visual inspection presented no damage or irregularities to the returned portion of the zelantedvt complaint device; however, the returned non-bsc guidewire was broken and stretched/unraveled inside the majority of the shaft and at the distal tip. Functional testing was performed by attempting to remove the guidewire from the lumen of the complaint device; however, the wire was unable to be removed due to the damage to the guidewire. Inspection of the complaint device presented no damage or irregularities.

Event description:
It was reported that catheter entrapment on guidewire occurred. An angiojet zelante dvt was selected for a thrombectomy procedure in the left femoral and external veins with popliteal 8 fr access. During advancement of the catheter onto the non-bsc guide wire, difficulties were experienced after half the length of the catheter was introduced. An attempt to remove the catheter was made to switch out guidewires; however the catheter became stuck on the wire. While trying to push or pull the wire through the catheter, the wire broke and started to fray. The wire and catheter were removed together as one single unit. Since the straight segment of the of the vein still needed to be treated, the physician carefully finished the procedure using the same device and guidewire. There were no patient complications, however, the vessel patency that was obtained at the end of the procedure did not last.